Event description:
It was reported that the user experienced a dexcom g7 brief sensor issue with pairing failure that prevented connecting cgm data to the ilet, leading to concern that automated dosing would stop; fingerstick blood glucose measured 276 mg/dl and a prior value of 262 mg/dl was noted, and the user was advised that the sensor would reconnect in approximately three hours with troubleshooting and education completed. Symptoms included hyperglycemia. Outcomes included transient impact on therapy due to loss of cgm input. Investigation included user guidance and troubleshooting for cgm pairing and sensor reconnection. Investigation of this case revealed a temporary cgm data interruption consistent with a brief sensor issue and pairing failure, with no ilet hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-system interaction and known characteristics of cgm connectivity behavior.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.